Manufacturer narrative:
D 4: unique identifier added. H 3: evaluation summary a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All DHR¿s are-reviewed for accuracy prior to product release. A sample was received which consisted of one used umbilical vessel catheter (uvc) with a syringe attached to it. The catheter showed signs of use. Visual inspection was performed, and an underwater test was performed. This test showed a leak below the strain relief of the catheter. The reported condition was confirmed. The instructions for use (IFU) warn to exercise caution when using sharp instruments near the catheter. The IFU cautions to not use instruments with sharp or rough edges directly on the catheter and not to pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. The IFU also warns not to use clamps on umbilical vessel catheters and not to use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. Based on the available information, it can be concluded that the most probable root cause can be considered as damaged during use caused due to manipulation. Manufacturing performs 100% leak testing as per procedure, which would identify this issue in the catheter assembly. No trends or triggers have been found. Therefore, a corrective or preventive action is not deemed necessary at this time. Ln-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date 15-apr-2019. Based on additional information received, section h6 patient was updated from insufficient information to no consequences or impact to patient.

Manufacturer narrative:
Additional information has been requested but to day no further details have been provided. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the uvc is leaking.